Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Positive and negative connections shorted. Connections would open when the cable was pulled on. Both positive and negative continuity tests measured open. Cable would bend to 90 degrees at end of plug strain relief. Heart lead connector was contaminated (adhesive). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cables were having issues at both connection ends. It was further reported that the cables stopped working and are not able to pace or sense after five to ten uses. The cables were returned for service. There was no patient involvement.